Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has a blank display on screen of the insulin pump. The customer's blood glucose level was 368 mg/dl. The patient was treated with bolus. The patient is not calling back after receiving new battery cap. The customer stated that the insulin pump had a crack at the top of the battery compartment. The customer was advised to discontinue the use of the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip and reservoir tube cracked.